Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis and fever in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient's caregiver changed. On (B)(6) 2010, the patient was hospitalized for unreported symptoms of peritonitis. On (B)(6) 2010, the patient was diagnosed with peritonitis manifested by abdominal pain, cloudy solution, and fever. On an unreported date, the patient began remedial treatment with cefazolin 1g twice daily, and gentamycin 40mg twice daily. The root cause of the peritonitis was reported as a change in caregiver. Dianeal pd4 ultrabag therapy was ongoing. The peritonitis was resolving. It was unknown whether the fever resolved. The reporter believed the peritonitis was not related to dianeal pd4 ultrabag therapy, but rather to the change in caregiver. The reporter did not provide an opinion of causality for the fever.